Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a scd tubing set. The customer reports that an ICU nurse used the scd response on a pt. Customer reports they didn't need to connect both legs to the machine, so they tied one of the tubes. The hospital reported that this pt had a large area of hematoma on her leg, after using our product.